Event description:
Manufacturer review of the published article entitled "vagus nerve stimulation for medication-resistant generalized epilepsy. E04 vns study group. Neurology 1999:52:1510-1512; labar d, murphy j, tecoma e." Identified one patient who developed an infection at the vns incision site. The patient was treated with antibiotics and surgical debridement. Attempts for further information have been unsuccessful to date.

Event description:
Additional manufacturer review of the article noted the infection event was previously captured and reported, and was reported again in error.

Manufacturer narrative:
The infection event was previously reported, and was reported again in error.

Manufacturer narrative:
Article citation: vagus nerve stimulation for medication-resistant generalized epilepsy. E04 vns study group. Neurology 1999:52:1510-1512; labar d, murphy j, tecoma e.